Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead had t wave oversensing. The patient had been mowing the lawn on the date of the oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.